Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing an electrode. Customer's blood glucose was 159mg/dl at the time of incident. Troubleshooting advised customer on calibration and insertion technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and found the sensor retracted inside the sensor. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Unable to confirm the needle anomaly due to the needle not being returned.